Manufacturer narrative:
The returned valve was fully adjustable and all performance levels could be set at the first attempt. A performance level change could not be induced by laboratory personnel without using a magnet. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. It is unk what may have caused the reported level changes. The instructions for use that accompany the device caution that valve function and performance level setting should be checked in the event that the valve is subjected to a high magnetic field, or significant mechanical shock or trauma. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported that the performance level of the valve inadvertently changed from 2.0 to 1.0. The device was implanted for over 3 years and explanted in 2009. Pt doing well after operation.